Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. Patient reported that they thought it was not doing its job, meaning that it was not helping with her urination. Patient stated it was doing better in the beginning but now it was not able to "hold it" and that they were not currently feeling stimulation. Adjustment was made and patient stimulation was increased to 1.3 and patient could feel stimulation comfortably. Additional information was received. The patient wanted to adjust their stimulation because their bladder was really active all the time. It was noted they had called once before so the patient could control their bladder and they got assistance making an adjustment. Caller stated the adjustment worked for a while, but now the patient's bladder issues had gotten progressively worse. Caller reported the patient programmer would not power on, the batteries were replaced and it did not resolve. Caller wished to buy new batteries as they were unsure if the current batteries were old. It was recommended to call back for assistance if the issue with the patient programmer was not resolved after replacing batteries with new ones. Additional information was received. It was reported they put new batteries in the programmer and it resolved the issue of it not powering on. Caller reported the reason for calling back was in regards to the patient's lack of symptom control. They requested help in making an adjustment. It was confirmed the ins was on program 2 at 1.3v and the patient was assisted in increasing to 2.2v where the felt it comfortably in the bike seat area. Patient asked about why they would have lack of symptom control and asked if it was because they fell a lot. The patient stated that when they fell, it had been on the implant. The patient stated they didn't remember the dates of the falls, but they were prior to the loss of symptom control. It was reviewed how falls can potentially damage components and recommended that the patient have their healthcare provider check their device. It was also reviewed that it took the body time to respond to programming adjustments so the patient should track their symptoms and follow-up with their healthcare provider if symptom control didn't improve. During the call, the patient was getting poor communication on the patient programmer. A new programmer was sent to resolve the issue. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer: the patient's husband reported the patient received a new programmer, but he thought they were sending a new antenna. He says they have not yet tried new programmer with the patient's current antenna, but says they will try this and will call again if this doesn't resolve the issue. No further complications were reported or anticipated.